Manufacturer narrative:
A facility representative on behalf of the facility reported that fibers coming into eye likely from silicone sleeve. Also stated that one case. There are multiple fibers entering the eye and it is taking doctor a while to remove them. On multiple occasions, at the beginning of phaco, she visualized a clear "plastic-like" fiber between the phaco tip and the phaco sleeve, or in the patient's eye. All fibers have been removed from the patient's eye, and there have been no reports of harm. She cannot state for certain which product is suspected, but she did confirm with her staff that they are not placing the sleeve or tip on the drapes prior to use. She believes that the "plastic-like" fibers could be from the phaco sleeves. No fibers or sleeves have been collected for return, but pictures are provided. The custom pack number was provided by the am today, but unfortunately, neither he nor the surgeon have lot numbers to provide. No dates or patient identifiers are available. It was confirmed that all cataract procedures were completed as expected, with no harm to any patients. No further details are available. The reported product was not received at the investigation site for evaluation; however, a photo of the reported fiber was provided which confirmed the complaint. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and photo received, the customer complaint was confirmed; however, the investigation was unable to conclusively identify the root cause for the reported event as a product was not returned for evaluation. The root cause and its origin are inconclusive and further investigative, or manufacturing actions are not warranted at this time. No manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all alcon products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that the fibers were coming into eye likely from silicone sleeve during the start of cataract surgery with intra ocular lens implantation. It was taking a while to remove them. The surgery was completed as expected. There was no impact to the patient.